Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 1) occurred with multiple cartridges during basal deliveries. The customer continued to use the pump for insulin therapy. The customer's blood glucose level was between 120-130 mg/dl.